Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer's blood glucose value was 500 mg/dl. The current blood glucose was 110 mg/dl and at the time of call was 377 mg/dl. Customer's low blood glucose was unknown. Customer experienced symptom like vomiting. Customer suspended insulin pump for low blood glucose. Customer stated that they can¿t get back in auto basal mode. Customer reported the active insulin updating message from the auto mode readiness screen. Auto mode status screen showed active insulin updating. No devices will be returned for analysis.